Manufacturer narrative:
Through follow-up communication the technician confirmed that the compressor was damaged due to micro holes in the cooling coil that let water enter the cooling circuit and damage the compressor. The cooling circuit must be renewed to repair the unit. Service order quotation has been released but there is no evidence of customer acceptance, so no service activity has been performed. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in september 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 year after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of a short circuit due to 3t heater cooler defective compressor during maintenance. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: throught follow up livanova was informed the fault current circuit breakers (fi) in the fuse cabinet tripped while cleaning. The cause is damage to the compressor / micro holes in the cooling coil. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.